Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) had clotted inner lumen. There was no harm or injury reported.

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter-dr (B)(6). There was flat line for the arterial waveform. Esppersonnel explained they could use the patients radial arterial line as the alternate source for the arterial pressure and the transducer cable would need to be switched to the radial arterial line transducer instead of the inner lumen transducer.